Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements greater than 2,000 ohms. Intrinsic sensing measurements were within normal limits. There were no plans for additional intervention. The patient planned to be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.